Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0041302 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. This occurred 3 times during use. The following information was provided by the initial reporter: "consumer reported that the needle hub separated inside of the shield. Also mentioned that the shield was difficult to remove."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (4) loose 3/10cc syringes. Customer states that the needle hub separated and needle shield was difficult to remove. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0041302 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. This occurred 3 times during use. The following information was provided by the initial reporter: "consumer reported that the needle hub separated inside of the shield. Also mentioned that the shield was difficult to remove."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. This occurred 3 times during use. The following information was provided by the initial reporter: "consumer reported that the needle hub separated inside of the shield. Also mentioned that the shield was difficult to remove."